Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic with diaphragmatic stimulation. The right ventricular (rv) lead had an increased threshold and low r-wave sensing. This was addressed by a revision in a procedure on (B)(6) 2021, in which there was no capture and varying low voltage impedance noted as well. The same rv lead was used in the revision. Post-procedure the patient was stable.